Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, a review of the pump alarm history showed multiple consecutive cs054/cs052/cs012 alarms. The pump powered on to a blank display screen with functional auditory and vibratory features. The pump¿s cover was removed and no damage was found to the display screen. Investigation revealed that a slave processor failure had occurred.